Manufacturer narrative:
The previously reported evaluation method code no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on (B)(6) 2020. It was reported that the pump started alarm on (B)(6) 2020 for the motor stall and the pump was replaced. The environmental, external, or patient factors that may have led or contributed to the issue were unknown. The issue was resolved at the time of report and the patient's status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the stall never recovered. The pump was replaced on (B)(6) 2020. It was reported the pump would be returned for analysis by the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was from an healthcare professional (hcp) regarding a patient receiving fentanyl (150 mcg/ml, 44.947 mcg/day) and bupivacaine (40 mg/ml, 11.986 mg/day) via an implantable pump for spinal pain. It was reported that a motor stall occurred. The patient had not had an magnetic resonance imaging (MRI). An alarm and logs confirmed that the motor stall occurred on (B)(6) 2020. A pump motor stall recovery has not occurred. No symptoms reported at the moment of the call.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. If information is provided in the future, a supplemental report will be issued.